Manufacturer narrative:
Section b5: additional information. Cerebrovascular accident (cva) deficits in mentioned section b5 are being separately reported under MFR #2916596-2020-05641. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The other hospital only saw the patiently "very briefly" in the emergency. There was concern for potential short to shield but there were none of the usual issues characteristic of a short to shield. The patient had no pump stops on the grounded cable and no decrease in flow or pump speed. After consultation, the account decided to exchange the controller and observe the patient on a grounded cable on the new controller. The patient had no alarms and no abnormal pump parameters on the new controller. A full set of labs was obtained but showed nothing concerning. The patient was asymptomatic throughout the course of the event. The patient had no pump parameters that seemed abnormal to this hospital but as the hospital had no documented history on the patient as to what the pump parameters were supposed to be and the patient did not know, this was not confirmed. The patient was a poor historian due to cerebrovascular accident (cva) deficits. The patient was instructed to follow-up with his pump center.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported driveline fault alarm via the submitted log file (B)(4). The submitted log file contained approximately 30 days of data (09jul2020 to 09aug2020, per time stamp). On (B)(6) 2020 at 00:53, the driveline fault alarm (internal error code 16) activated and remained active through the end of the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Prior to the driveline fault alarm there were no notable alarms active. Per customer, the system controller was exchanged without issue and the alarm did not reactivate on the backup controller. However, the system controller used at the time of the reported event was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined. Several requests were made to obtain additional event information (including if any equipment will be returning for evaluation); however, no response was received. To date, the system controller (B)(6) is unavailable for evaluation and the complaint file will be closed with no further actions. If the system controller (B)(6) is returned at a later time, the complaint will be re-opened. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 02/04/2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2020. The system controller was exchanged and the alarms resolved. The patient had a break in the white casing on the driveline. All wires appeared intact. A review of the log file captured driveline fault alarms beginning at 12:53 am at (B)(6) 2020. Technical support noted that it was unlikely that there was an issue with the driveline at the time because the alarms resolved when the controller was exchanged. Technical support recommended that the account continue to monitor the patient for further alarms. Technical support also recommended wrapping the damaged area on the white casing with rescue tape to prevent further damage. The log file also noted several power and flow elevations throughout the history. There were no other unusual events recorded in the log file. The account reported that the break in the casing was right where the driveline exited the abdomen. There was no good way to completely seal the break. The account requested recommendations for how to get a good seal in place. The patient had intermittent elevated pump powers and flows. His lab work was normal other than intermittent elevations in lactate dehydrogenase (ldh). Vitals and blood pressure were normal. The patient was asymptomatic with the elevations in power and flow. The patient's family was monitoring the patient's numbers. The patient's family was to call the account if the elevations were sustained. The account was monitoring the patient for now. The patient was elderly and had a history of multiple sternotomies. The account doubted if a pump exchange would be possible. The patient was transferred to another hospital and the controller was exchanged at that facility. It was unknown whether or not the controller would be returned. The patient was asymptomatic throughout the duration of the event. No additional treatment was needed or planned at this time.